Event description:
Reportedly, the unit had been plugged in for 1 1/2 hrs when the pt heard a very loud (one) beep. The caregiver states at that moment the vent read 727-0-0; sensing something was not right, the caregiver retrieved the back up vent. Approx one min later, after not "breathing right" for about 4 or 5 breaths the unit stopped totally and gave off a loud, piercing constant beep. The pt was quickly switched to the back up vent. The unit was turned off while still plugged in and could not be turned back on. The only leds that came on were volume control. Please note there was no serious injury or death in this incident.